Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 01/29/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 01/16/2014 with the following findings: visual inspection of the battery cap revealed that the threads were stripped and the slot on the top of the battery cap was damaged/ chewed off.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a casing/condition (external component issue) issue. The reporter alleged that the battery could not be removed from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.